Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) via the manufacturing representative (rep) reported the trial lead was kinked which made it difficult to place into the battery; it was discovered when it was removed from the extension during permanent device placement. The lead reportedly looked kinked, so the surgeon tried to straighten out the lead so that it could slide into the battery. The lead was pushed into the battery and was neatly guided into the battery; the issue was resolved at the time of the report. The space between 0 and 1 on the extension seemed to have a screw pressed down into the lead which resulted in compressing the lead and kinking it; the extension was sent back for analysis. The patient was alive with no injury. See manufacturing report #2649622-2016-02642.